Event description:
As reported, the ica vessel was too tortuous to cross with angioguard and precise stent. Event or product problem outcome is unknown. Upon analysis of the device, a stretched/unraveled condition was observed at 3 cm from distal tip of the coil wire. It was later reported by the customer that the condition of the stretched/unraveled condition of the coil wire distal tip of the angioguard was noted during the procedure. It was noted prior to insertion into the patient. There was no resistance/friction experienced with the device.

Manufacturer narrative:
Concomitant devices: precise stent lot 15902217 catalog pc0840rxc. Please note that initial reporter is dr (B)(6). (B)(4). Complaint conclusion: the distal tip of a 6mm angioguard rx wire was noted to be stretched prior to insertion into the patient. The site used the device despite this damage. During the procedure, an 8 x 40mm precise pro stent delivery system (sds) failed to cross the target lesion in the internal carotid artery and was described as too tortuous for the sds to cross. The devices were removed with no reported patient injury. A non-sterile unit of angioguard was received inside of a plastic bag. Capture sheath, filter basket, delivery sheath and delivery wire were received. A bent was observed on capture sheath at 30 cm from distal tip. Two kinks were observed on delivery sheath they were at 24 cm and 72 cm from its distal end. The delivery wire had a kink at 5 cm from its proximal end. A stretched/unrevealed condition was observed at 3 cm from distal tip of the coil wire. Filter basket was received captured in the deployment sheath and dried blood residuals were observed. Filter basket was inspected under vision system and dried blood residuals were observed. A review of the manufacturing records for this lot revealed that it met specification prior to release. The failure reported by the customer as ¿delivery system / failure to cross¿ could not be evaluated due to nature of the complaint. The cause of the events experienced by the customer as well as the kink, bent and unraveled conditions observed on the received components could not conclusively determine. However, procedural / handling factors might have contributed to that issue. The device did not present any obvious indications of manufacturing defect or anomaly. The records indicated that the product met specification prior to shipment; therefore no corrective or preventive actions will be taken at this time. The angioguard rx instructions for use (IFU) warns the user to not use the device if there are abnormalities in the product or in the sterile barrier. Guidewires are delicate instruments that should be handled carefully. In addition, users are instructed to inspect the guidewire carefully for coil separation, bends, kinks, or damage of the guidewire, filter basket, deployment sheath, capture sheath, and capture sheath rx port region and not to use a defective device. Difficulty crossing a lesion or an anatomical structure is a known procedural occurrence. Difficulty crossing a lesion during clinical is usually addressed by modification in technique or substitution with another device. Crossing difficulty is most commonly related to the patient anatomy, operator technique and appropriate device selection. The reported coil unraveled/ stretched of the angioguard rx guidewire was confirmed through visual analysis; while the reported precise pro rx sds failure to cross could not be confirmed since the device passed dimensional analysis. Neither the DHR review nor the product analyses suggest that the reported events could be related to the manufacturing process. Therefore, no corrective actions are required.